Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported that the implant on their left side (for their arms) was not properly charging. Patient provided a vague description of the issue, which made it difficult for the agent to understand. Patient noted that a "poor recharge quality" displayed on their screen and sometimes it couldn't find the device. Agent asked, patient confirmed that the issue started probably about a week ago and it's been getting worse.  Agent had patient reset the controller, clean the port and pins; patient confirmed no visible damage on the controller, battery pack and recharger. Patient reinserted the battery pack and attempted to charge their implant. Patient then mentioned that when the implant started charging about a week ago when the issue started, therecharger "just burn the hell out of their back" despite turning the stimulation down. Agent sent a request to repair to replace the recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.